Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped and replaced.

Event description:
During screening, externalized conductors were observed via fluoroscopy. Lead will be monitored.